Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient's controller having lines in the liquid crystal display (lcd) screen was confirmed via visual analysis of the returned product. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file contained data spanning approximately 3 days (31oct2023 ¿ 02nov2023, per the timestamp). There were no notable atypical alarms active in the log file. During the evaluation, the controller screen was observed to have vertical lines on the lcd screen. The controller was disassembled to inspect the internal components and no issues were observed. The controller's lcd screen was replaced with a test lcd screen resolving the issue, isolating the issue to the lcd screen. The lines in the display did not affect the controller's ability to operate the system or display active parameters. The root cause for the line in the lcd was conclusively determined to be due to an issue with the lcd display; however, a further root cause was not able to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that two lines were noted on the screen of the system controller when using the display button or doing a self-test. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.